Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1vcht, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot#: va16enz, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40 lot#: va16enz, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 37642. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 06-jan-2019, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 10-may-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 04-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorder skin erosion around the lead-extension connection on the right side was reported. However , there were no therapy issues/change reported. There were no known patient or external factors that may have led or contributed to the issue. System impedances were checked throughout the operation and they remained within normal range bilaterally. It was reported that there was a surgical washout and revision, the surgeon washed out and re-closed the site.. It was unknown whether the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.